Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level the was over 500 mg/dl; the cause was due to a bent cannula. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.